Event description:
It was reported that the patient experienced a csf leak during an l5 lead placement. Reportedly, the patient experienced a headache. The physician performed a blood patch to address the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.